Event description:
The manufacturer received information alleging the device caught fire and the patient is congested while using a dreamstation 2 advanced auto CPAP. The patient reports they could smell smoke and after a couple days found out if was coming from the device. The patient is no longer using the device. The patient thinks they have inhaled smoke. The patient reports they wipe down the device with a wipe then they clean the tubing and mask twice a week. They are cleaned with alcohol wipes and with warm water along with soap. The device pressure was 13 at the time of the event. The patient reports they plan on going to the doctor and if they cannot get an appointment they will go to the ER. The patient also reports not seeing flames and no evidence melting, warping or voids/gaps in the enclosure. There was no serious patient harm or injury. There was no medical intervention reported. The device has not been returned to the manufacturer at this time. If additional information is provided a follow-up report will be submitted.